Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b5, d4, d8, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the failure was not replicated, analysis of the error logs discovered that error codes e216 and e311 were found. However, the definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The error codes were e216 and e311.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed and no problems were noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error code occurred when connecting an olympus, model ch-s400-sz-eb, camera head to the olympus, model otv-s400, visera 4k uhd camera control unit and the scope detection did not work (no image present); as reported to olympus, the error code that occurred is unknown. The intended procedure was completed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.